Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. A design change was done to address a strike plate fracture issue. The location of the fracture is unknown for the device, hence a definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Report source: event occurred in (B)(6).

Event description:
It was reported that during a total shoulder arthroplasty, the mini base plate impactor fractured. No patient impact reported. Attempts have been made and no further information available.